Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. A coyote es mr 2mm x 40mm x 145cm, was returned for analysis. The balloon catheter was returned with a guide catheter and a wire snare. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed the balloon was in two pieces. The inner shaft was separated and stretched. The stretching was likely caused when removing the balloon with the snare wire. The inner shaft was separated at 107cm from the hub. The tip was damaged as well. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the detached balloon was removed with a snare. A 2mmx40mmx145cm coyote es balloon was selected for use in a balloon angioplasty procedure to treat below-the-knee stenosis. After successful balloon angioplasty, the balloon was deflated and the physician attempted to remove the balloon from the vessel. However, the balloon detached from the catheter and remained in the vessel while the catheter could be removed. A snare was used to retrieve the detached balloon. The procedure was completed. There were no patient complications.

Event description:
It was reported that the detached balloon was removed with a snare. A 2mmx40mmx145cm coyote es balloon was selected for use in a balloon angioplasty procedure to treat below-the-knee stenosis. After successful balloon angioplasty, the balloon was deflated and the physician attempted to remove the balloon from the vessel. However, the balloon detached from the catheter and remained in the vessel while the catheter could be removed. A snare was used to retrieve the detached balloon. The procedure was completed. There were no patient complications.